Event description:
It was reported that an alert sounded for due to noise and oversensing on the right ventricular lead. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high volt portion of the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Fourteen ventricular nst<=210 ms between (B)(6) 2012 and (B)(6) 2012. One vf=210 ms average v-cycle on (B)(6) 2010. Ventricular short interval count (v-sic)=16.3 counts avg/day, in 23.98 days, between (B)(6) 2012 and (B)(6) 2012. One patient alert for lead failure predictor on (B)(6) 2012.